Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The customer did not provide a cleaning disinfection and sterilization information. Therefore, it is unknown if there were any deviations from reprocessing steps at the material residue point. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. There was no damage to the area where the foreign material was detected. A definitive root cause cannot be determined. The events can be detected and prevented in accordance with the following instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there was image disturbance displayed glitter on the gastrointestinal scope. The device was returned for evaluation. During the device evaluation, the air/water tube, the air/water cylinder, and jet tube all had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found air/water tube and the jet tube both had foreign material both. In addition, the non-reportable findings were as follows: the air/water cylinder and the suction cylinder had discoloration. The forceps channel port had a dent. Due to a cut on heat shrinking tube of the forceps elevator lever, the expected insulation capacity cannot be obtained. The label on suction connector was peeled. Due to adhesive peeling on distal end, the insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, the bending angle in down direction did not meet the standard value. The objective lens, and the light guide both had a chip. The lightguide lens had a crack. The bending tube was deformed, and connecting tube was snaking. It is most likely that the reported event was the result of insufficient reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.